Event description:
Pt receiving multiple continuous infusions. Pump started alarming "occlusion-patient side" on dopamine infusion channel. No other infusions piggybacked into dopamine were alarming or having difficulty infusing. Drips infusing via femoral quad lumen catheter-manually flushed without difficulty. Pt's sbp dropped acutely to 50's via arterial line. Pt extremely pressor dependent on multiple pressors. Dopamine infusion immediately changed to different pump and channel and infused without difficulty. Pt's sbp quickly returned to 90's. Pt remained awake throughout and nodding head appropriately despite sbp reading 50's on arterial line. Sbp correlated at time. In pulling the vent logs for the incident on (B)(6) 2011 at (B)(6) pm, we were able to confirm pt side occlusion alarms for the module. The device passed our normal pm procedures and nothing was thought to be wrong. Additional testing was started to determine if long term use of this device plays a role in the malfunction and indeed it does. During testing on friday, the rate was replicated at 41ml/hr and at about the 4 hour mark, the device exhibited the same problems. Today, the device was started again with a rate of 40 ml/hr and at 6.5 hours, the device alarmed with the pt side occlusion error.